Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that three days post port placement procedure via the right subclavian vein, the port allegedly had suction issue. It was further reported that the flush could not be performed. Reportedly, the needle was punctured in port body. The port system was removed and another new port system was replaced. There was no reported patient injury.

Event description:
It was reported that three days post port placement procedure via the right subclavian vein, the port allegedly had a suction issue. It was further reported that the flush could not be performed. The port system was removed and another new port system was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one clearvue implantable port attached to a catheter was returned for evaluation. Functional, gross visual, tactile, and microscopic visual evaluations were performed. An in-house syringe was attached to a safety infusion set and the non-coring needle was inserted into the port septum. The port body was patent to both infusion and aspiration without any issue. However, the investigation is inconclusive for the reported difficult to flush and suction issues, as the exact circumstances at the time of the reported event cannot be verified, and the reported event could not be reproduced in the lab. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: b5, h6 (method, result, conclusion). H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.